Event description:
This is filed to report incomplete coaptation requiring intervention. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr). The leaflets were restricted due to a dilated left ventricle. The first clip was implanted without issue. To further reduce mr a second clip was implanted. Visibility was challenging due to presence of the first clip. After deploying a second clip a single leaflet device attachment (slda) was discovered on the anterior leaflet. A third clip was placed to stabilize the second. Three clips total were implanted and mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported imaging issue is due to procedural conditions. The cause of the reported incomplete coaptation is patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.